Event description:
The user experienced a sudden change in hearing with the device in (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user experienced a sudden change in hearing with the device in (B)(6) 2024. The user was reimplanted in (B)(6) 2024.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is planned at the beginning of 2025.

Event description:
The user experienced a sudden change in hearing with the device in (B)(6) 2024. There were no visible injuries at the site of the implant and there was also no trauma or medical procedures affecting the device.